Event description:
It was reported by international mallinckrodt facility (japan) that inflation could not be maintained on one (1), size 5 sct, single cannula cuffed tracheostomy tube. The device had reportedly been in use approximately two (2) to three (3) hours when the problem was detected. The device was reportedly tested prior to intubation. Limited information is available regarding the pt and the reported event. There was one (1) pt involved with no reported pt injury. The size 5 sct device was returned on 03/02/1999 to the manufacturer for decontamination, analysis and investigation.